Event description:
It was reported, the customer received a button error alarm during a bolus delivery. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. The customer also reported they may have exposed their insulin pump to moisture. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.